Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and device was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.1 and 1.2 and half height drawer failed and displayed error message which stated that device was not detected on bus. A field service engineer found main drawer 1.1 and 1.2 was not detected on bus and verified failure. Fse powered the station off, removed back panel, reseated row board cables on drawer controller board, restarted device, logged into the hardware test application and confirmed that the drawers were detected and rebooted station to resolve the issue. Additionally, fse replaced battery and tightened loose flex arm. The system functioned as intended after the field service engineer repaired the device.